Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed. Customer continued to experience battery failed alarms after inserting a new battery with the new batt cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. Product will be returned for analysis.

Manufacturer narrative:
The pump passed the sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed 4 pump error 53 alarms on the event date of (B)(6) 2024 at 07:31:09.000, 07:42:09.000, (file #: 16, line #: 450, esf #: (B)(4)) 08:51:33.000, and 09:16:34.000 (file #:32107, line #: 418, esf#: (B)(4)) due to possible hardware failures. Pump alarmed 2 pump error 54 alarms on the event date of (B)(6) 2024 (file #: 32149, line #: 191, esf #: (B)(4)) at 07:31:09.000 and 07:42:09.000. Pump alarmed a pump error 82 alarm on the event date of (B)(6) 2024 at 08:49:54.000 due to a possible hardware failure. Pump alarmed 2 pump error 2 alarms on the event date of (B)(6) 2024 at 08:51:33.000 and 09:16:34.000. Pump alarmed several failed battery test alarms on the event date of (B)(6) 2024 at 07:31:12.000 to 09:54:10.000. Pump alarmed low battery alert alarm on the event date of (B)(6) 2024 at 06:14:00.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and label damage. Failed batt test was not confirmed during testing. Pump error 53, and pump error 54 were confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Pump error 2 was confirmed in the pump history files and traces as a consequence of pump error 54 and pump error 53. Pump error 82 was confirmed in the pump history files and traces due to moisture damage on the motor. Unexpected battery power loss was confirmed due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.